Event description:
It was reported that the patient experienced increased spasticity and spasms as well as severe sweating that cycled every four hours and lasted for a few minutes. The physician felt that the pump was malfunctioning. It was unknown if there were any alarms or other medical issues. No diagnostic studies performed. The programming was verified to be correct. The pump was replaced. No patient outcome was reported. The pump contained baclofen and bupivacaine at the time of the event.